Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument would not open, the jaws were not on tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed, and the instrument housing was removed and found an instrument bearing dislodged from its expected location. The grip bearing appears to be dislodged. Additional observation(s) not reported by site: the instrument was found to have hairline cracks on input axis 6 (grip)/7 (grip). The probable root cause is attributed to a manufacturing issue which caused the bearing to get dislodged. This issue can be resolved by using an alternate instrument to complete the procedure. The corrected lot number has been updated in section d4.

Event description:
Refer to h11 for follow-up information.